Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included libido decreased, dysfunctional uterine bleeding, endometrial polyp, peptic ulcer disease, paratubal cyst and hemorrhoidectomy. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2009 and necon. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2011, propranolol (propanolol), spironolactone, sulfadiazine; trimethoprim (sulfatrim) and topiramate since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), migraine ("migraines/headaches"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation in (B)(6) 2011, surgical removal of endometrium, hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hemorrhoidectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, fatigue and vulvovaginal pain outcome was unknown. The reporter considered fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased. Able to deploy the device with 7 coils being exposed in the uterus on the patients right side, 6 coils being outside the tubal ostia left. Per mr-endometrial ablation was done on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, both fallopian tubes occluded by essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. This case is incident now. Following events were added: abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), migraines /headaches, fatigue, vaginal pain, pelvic pain. Patient's concomitant medications were added. On 23-jul-2019: medical records received. Patient's medical history was added. On 24-jul-2019: pfs received. No new clinical information received. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.